Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the atrial septal defect (asd). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two clips were implanted, reducing the mr to 2-3. After the steerable guide catheter (sgc) was removed, a right to left shunt was observed, and the asd was larger than expected. No treatment was performed. The patient was stable, extubated and remained hospitalized for observation. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial septal defect (asd), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported asd appears to be related to procedural conditions (challenging anatomical condition of a small valve and a mitral annular calcification and maneuvers related to removing the steerable guide catheter) and there is no indication of a product quality issue with respect to manufacture, design or labeling.